Manufacturer narrative:
Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h10. The complaint sample was returned and visual examination of the product identified that it was fractured. A locking screw sample analyzed by scanning electron microscopy (sem) analysis showed sheared ductile overload dimples throughout the fracture surface with crack initiation and exit areas identified. Analysis showed the fracture was consistent with torsional overload. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the implant fractured during the procedure. One of the fractured pieces was retained by the patient. It was determined that the fractured piece would not require removal and was left in place.